Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the implant procedure it was noted they had to create a larger pocket due to the patient taking anti-coagulants. During the night the patient received four inappropriate shocks due to noise being oversensed therefore, therapy was turned off. Technical services reviewed and discussed possible causes. It was noted an x-ray will be performed prior to discharge. The plan is to evaluate the signal stability before discharge with several posture and manipulations. At this time, the system remains in service. No additional adverse patient effects were reported.